Event description:
The device was returned from the user facility with a report of constant air in line alarms. During initial MFR testing, the device underdelivered. The received measured volume was 18.24ml from an expected delivery of 20.0ml. Delivery accuracy for this device requires delviery of 20ml +/- 1ml (+/-5%). There were no reports of any adverse events while the device was in clinical use.